Manufacturer narrative:
UDI # (B)(4). The medical device expiration date is unknown as the lot number is unknown. The device manufacture date is unknown as the lot number is unknown. Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It as reported that the suspect device broke during transfer, resulting in blood exposure to the eye. The healthcare worker had collected blood in a 10 ml bd syringe, carefully removed the needle and attached the suspect device to the syringe. When the suspect device was advanced to transfer the blood, the pressure of the tube caused the red tip of the transfer device to break. Blood splattered from the connection of the two devices into the healthcare worker's eye. Eye protection was not worn at the time but the healthcare worker was wearing a lab coat and gloves. The healthcare worker went to the ed and followed hospital protocol for exposure. (B)(6) drug screening via mouth swab was performed. The source patient's blood was also drawn and tested.

Manufacturer narrative:
Device evaluation: no samples, photo, nor batch number was submitted to identify retain samples or complete a DHR evaluation. Upon evaluation of the defect reported and pfmea ((B)(4)), the possible causes of this failure mode is relate to the uv oven adhesive curing process. If the part is not adequate cure in the uv oven, the hub can separate from the holder causing the defect. As part of the process inspection, vt30151 parts are selected to be tested to confirm proper assembly connection (torque to break and unseat test). No internal events (ncmr) of torque test failed have been reported in the last 12 months (march 2016- march 2017). Bd was not able to duplicate or confirm the customer¿s indicated failure mode.